Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an external drainage and monitoring system. It was reported that there was a large amount of air identified in the patient's brain at the routine head CT. Upon line inspection of the external ventricular drain (evd) and lumbar drain, gaps of air were discovered. Both registered nurses (rns) who primed and connected the lines were 100% confident the lines were properly primed without any air bubbles before being connected to the patient. Neurosurgery app (advanced practice provider) was notified of the air in the drainage system, and the circuit was changed. The patient had no significant neurological changes.